Event description:
It was reported that during reprocessing a cable on the mega suturecut needle driver instrument was found loose from the wheel. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. For clarification, the instrument grip cable was derailed off the distal idler pulley. The pulley exhibited some wear but was not damaged. Additional damage found were deep scratch marks exhibiting light material removal and a rough surface finish on the distal end of the main tube. Two indentations were found on instrument blade, one at the midpoint and the other close to the tip of the blade. Engineering concluded the damage may be due to mishandling. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removal ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.